Event description:
It was reported that one day post implant, the patient complained of chest pain and had low blood pressure. An x-ray revealed perforation with the lead in the pericardial sac. The lead was removed and the perforation was repaired. A pericardial centesis was performed and two myocardial leads were placed for pacing support. The patient expired the next evening. The patient had a history of epstein's anomaly.